Event description:
It was reported that patient underwent a right total knee arthroplasty in 2012. Subsequently, patient was revised on (B)(6) 2012 due to infection. Cement spacer molds were implanted. Patient was reimplanted on (B)(6) 2012. Patient was further revised on (B)(6) 2015 due to possible femoral loosening and pain. The femoral and tibial components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."